Event description:
It was reported that during a prostate procedure, the fiber was damaged at the edge at 146,876 joules and 23:11 minutes of use. The fiber was exchanged and at 58,737 joules and 13:34 minutes of use it was also reported to be damaged at the edge. The case was completed using an alternate procedure (turp). There was "no damage to the patient" reported. This report is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-406a-(B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/ procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.